Event description:
The device was returned to the manufacturer for repair of physical damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the high rate cover was missing, the main clear cover was missing, the upper case was broken, all three control knobs were broken, one battery release latch was broken, one bail cover was broken, the ring cover was broken, three case screws were missing, the main printed circuit board (pcb) was corroded and the battery flex was corroded. (B)(4).